Event description:
It was reported that a pt climbed over the foot end siderail while it was in the up position. The arm support weldment, timing link and inner plate on the siderail allegedly bent and the pt fell off the bed. No injury reported.